Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose to 247 mg/dl after their connector had fallen out. The patient was able to reinsert the cartridge and secure the connector, then received assistance over the phone to swap out the connector and perform a fill tubing procedure to confirm insulin delivery. Insulin therapy resumed, and blood glucose was 180 mg/dl and trending downward. The patient also reported issues with their infusion sets, including using two sets prematurely and losing another set due to user errors during supply changes. The agent provided guidance to correct these issues. Lot numbers for the connectors were obtained, as this was the second occurrence of a loose connector with different adaptors. Replacement insets and connectors were sent via overnight shipping at the patient¿s request. The patient had no further issues and did not require additional assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.